Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I total -hcg result for a 21-year-old female patient. (Customer provided reference range = 5.0 neg; = 25.0 pos, (5.1-24.9) intermediate) the following results were provided: (B)(6) 2026 sid (B)(6) initial result = 2.66 miu/ml, (B)(6) 2026 new sample result = 44,000 miu/ml, repeat result of original sample from (B)(6) 2026 = 27,620.16 miu/ml. Additionally, it was mentioned that the patient took multiple pregnancy tests that were positive. No impact to patient management was reported.